Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported critical pump error (open book image). Blood glucose value at the time of event was 42 mg/dl. The customer was treated with carb intake. The event involved product(s) mmt-1884, mmt-342, mmt-431ag, 78893-01. Troubleshooting was performed, and the customer was instructed to revert to a backup plan per healthcare professional instructions. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-342. No product return is required for mmt-431ag. No product return is required for 78893-01.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. [Per freger, mark ¿ r&d engineer: the open book was generated due to 3 sequential pump error 53 (filenum/linenum=174/334) that were triggered in the uhp_filter.c function uhp_filtersgdailyhistor() line 334: check_sg_daily_history_bounds(phistory->items[phistory->count - 1]) - this is the sw issue. Fixed in 6.63.] The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. Unable to complete the history download (raw files were download) using thump (missing the detailed_trace file and the diagnostic_trace file). Unable to perform the carelink upload due to critical pump error (open book image) alarm. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date (B)(6) 2026 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week from the event date (B)(6) 2026, in the pump history file and found 1 lowbatteryalert (104) on (B)(6) 2026 18:13:00.000. Unable to generate the power management graph or verify the power data due to incomplete history download (missing the detailed_trace file). Unable to verify low battery alarm found in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.7 mv). Unable to perform the required testing due to critical pump error (open book image) alarm. Unable to confirm alleged low bgs. Alarm-aa99-critical pump error (open book image) alarm confirmed due to pump error 53. Alarm-a353-pump error 53 confirmed due to software error. Upload error confirmed [incomplete the history download and unable to perform the carelink upload due to critical pump error (open book image) alarm]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.